Event description:
It was reported that the customer received a blank display. No additional information was provided.

Manufacturer narrative:
Pump was received with blank display due to broken solder joint of power connector. Unable to perform functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display. Unit had minor scratched lcd window and cracked reservoir tube lip.